Event description:
It has been reported that while a (B)(6) pt was on the cot and it has been unloaded from the ambulance and the base wheels were lowered to the ground, when the safety bar was disengaged from the j hook and the load wheels came off the ambulance deck, the cot dropped a few inches. It was alleged that the paramedic at the foot end tried to catch the cot and hurt his shoulder.

Manufacturer narrative:
Customer indicated to the service tech that the issue was caused by user error.